Event description:
It was reported the hemostatic probe broke in the endoscope channel during insertion. The issue was found during an unknown procedure. The intended procedure was completed with a similar device. There were no reports of patient injury or harm.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation, the damage which occurred was likely due to excessive force being applied and/or over bending the tip, causing the sheathing on the distal end to snap. However, the root cause could not be conclusively specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the hemostatic probe broke in the endoscope channel during insertion. The issue was found during an unknown procedure. The intended procedure was completed with a similar device. There were no reports of patient injury or harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.